Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting, it was discovered that the customer was using non-tandem provided charging supplies to charge the pump. There was no reported adverse impact to the customer. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.